Event description:
It was reported that during an unknown procedure the shears lost the tissue pad coating. So another new shears was used to conclude the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v70214. The following information was requested, but unavailable: did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.